Manufacturer narrative:
Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) male patient ((B)(6)) underwent an unknown ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered junctional rhythm (av block). After sinus rhythm map and after superior vena cava (svc) isolation the patient¿s rhythm become junctional rhythm. The procedure was completed. The physician's opinions on the relationship between the event and the product was there was possibility that the area around sinus was ablated, but the re-early portion of sr map was not ablated. The physician¿s opinion on the cause of this adverse event was the procedure. Intervention was not provided. The patient outcome of the adverse event is unchanged. The patient did not require extended hospitalization because of the adverse event. There were no relevant tests or lab data. Other relevant patient history includes bradycardia tachycardia syndrome. The generator used was a smart ablate (sa). Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable.

Manufacturer narrative:
On 28-jun-2022, bwi received additional information indicating that there were no particular clinical tests run on the patient. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 11-apr-2023, the product investigation was completed as the complaint device was not returned. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number 30731796l, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).